Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device detected supraventricular tachycardia (svt) and ventricular tachycardia (vt) episodes resulting in anti-tachycardia pacing and inappropriate high voltage therapy. Session record review indicates the vt discriminators were not used in most of the episodes because the svt upper limit was programmed lower than the rate of the rhythm. Device reprograming was performed to resolve the event. The patient was stable.